Event description:
User experienced low control recovery and pt results for sodium. A total of fourteen pt samples were affected. Only the following four pt results were discrepant. Sample 1, initial sodium gave 130; repeat gave 136 mmol per l. Sample 2, initial sodium gave 130; repeat gave 138 mmol per l. Sample 3, initial sodium gave 134; repeat gave 140 mmol per l. Sample 4, initial sodium gave 133; repeat gave 139 mmol per l. User said initial results were accompanied by a less than reference range data flag, alerting the user the results were below the reference range as defined by the user. Initial results were reported. User said they sent out the repeated sodium results as corrected reports to the doctors. Some of the doctors called back and informed her that the difference between the original and corrected sodium result was not significant enough to treat the pt. Additionally, user said if the doctors would have had any questions about the results, they would have called in. User was not aware of any pts receiving treatment due to initial results reported. The tech support specialist assisted the customer in adjusting ise maintenance settings as recommended in product labeling, and performing ise maintenance actions which improved the performance of the assay. Customer ran controls with all results within spec.